Event description:
It was reported that the patient experienced a decrease in therapy. No device troubleshooting was performed. A catheter revision was performed. Only the catheter connector was replaced. A possible tear at the connector was suspected. The patient recovered without sequela. The drug contained in the pump was not reported.

Manufacturer narrative:
The connector was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.